Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient received a sore where the cannula of the infusion set is inserted into his body. There were 3 incidents of sores within the past 2 weeks and the 3 infusion sets were from the same box. The patient received antibiotics through a prescription from his doctor to treat the sores. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.